Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulators (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported patient stated that my left stimulator was not working because the wires were not connected, and they were trying to get the right one to work. Patient stated that the left stimulator wires were not connected, they did a scan and it was dislodged from the stimulator and it was not working at all, and it had been several months since it stopped working. Patient stated the right ins had not been helping their symptoms for the last couple of months and patient had an appointment in (B)(6) for it. Patient reported that since having the devices put in, she had fallen 3 times, but patient had fallen more on her front than her back. Patient stated that they had a fall in (B)(6) 2017 when patient tripped over a pile of wood while camping and the other one was shortly after that in (B)(6) of 2017 and the last one was in (B)(6) of this year in the springtime (2018). Patient said that her legs were not very stable. It was reported that the fall was related to this issue. Patient was advised to follow up with hcp about the above issues. No further symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.